Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the sulu noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Microscopic evaluation of the anvil noted partial strike marks in the anvil buckets. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and single use loading unit (sulu) were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all onic quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thoracic esophagectomy, while using the product to close the tissue, it was found that the stapler could be clamped but couldn't be fired. The surgeon performed full, complete squeeze of the handle but it did not return to open position following the first squeeze and the handle remain closed position following the second squeeze of the handle. After repeated attempts, the doctor used another product of the same type, and the operation ended successfully. There was no patient injury.